Event description:
It was reported by service report that the footend lift was stuck at high height. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: lift sensor coil cable.